Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan. Medtronic personnel reported event to manufacturer on behalf of the customer. H3 medtronic japan has received the ventilator and investigation is in progess. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the screen of this ht70 ventilator "disappeared", ventilation lamp flashed, ventilation stopped and alarm did not sound. The oxygen (o2) saturation of the patient dropped to 75%. The patient was removed from the ventilator and was placed on an alternate ventilator. The patient recovered from the o2 saturation drop within two to three minutes.

Manufacturer narrative:
Section h9: FDA 806 number 2024500-05-13-2025-001-r section d9 was updated due to returned parts section h6 evaluation codes was updated due to analysis of returned parts method code (annex b) remove b21 and add b01 and b24 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d15 component code (annex g) remove g07003 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that that while in use on a patient, the s creen of this ht70 ventilator "disappeared", ventilation lamp flashed, ventilation stopped and alarm did not sound. The device was available for evaluation. Log review showed no evidence of malfunction leading to loss of ventilation. The service personnel (sp) inspected the ventilator but could not reproduce/confirm the reported issues. Sp replaced ht70 control board, single board computer (sbc) board, power pack battery, and built-in battery which are related to the symptoms of reported issues. Additionally, during evaluation sp replaced pump and manifold assembly because of unit's abnormal operating noises and on/off solenoid valve since the positive end expiratory pressure (peep) value was outside the limit. Sp performed annual preventive maintenance (pm). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The on/off solenoid valve and the pump and manifold assembly were not returned to medtronic. The ht70 control board, sbc board, power pack battery, and built-in battery were returned to medtronic for analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The investigation could not confirm the reported issue of ventilation stopped and alarm did not sound but found unit's peep value outside the limit due to potential fault in on/off solenoid valve and unit had abnormal operating noises due to potential fault in pump and manifold assembly as secondary issues, a cause to the reported issues were not determined. These events are included in the trending and monitoring plan. The ventilator is in scope of a field corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.